Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump shut off unexpectedly. Customer's blood glucose level was 140mg/dl. Customer confirmed pump display turned on when plugged into a power source and the malfunction alarm had cleared. Reportedly the customer continued to use the pump for insulin therapy.